Event description:
Pt was revised to address pain attributed femoral loosening. It was noted that the loosening was not an interface issue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.